Manufacturer narrative:
Medical devices: information references the main component of the system and other applicable components are: product ID 3889-28, lot# v913868, implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had a lead revision. No patient symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient had his ins implanted on (B)(6) 2012 that worked well to control the patient's symptoms of overactive bladder. On (B)(6) 2018 patient followed-up for worsening symptoms of freq, urge, nocturia after not being seen in the office for years. Patient stated his ins had worked well, with stimulation reported as comfortable with occasional "mild shocks" in buttock area. Found the patient's ins battery to be dying/dead 0-10 months at this visit. Scheduled ins exchange for (B)(6) 2018. Leads were found cracked at time of surgery so replaced with battery exchange.